Manufacturer narrative:
Batch review performed on 09 october 2020: lot 174730: (B)(4) items manufactured and released on 03-nov-2017. Expiration date: 2022-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: 2 years after rsa the patient is diagnosed with a dissociation of the glenosphere from the baseplate. He also suffered a traumatic accident, but we don't know if any relationship exists. The internal surface of the glenosphere shows circular signs that suggest a possible fretting contact with the head of one of the baseplate fixation screws that could have been proud from the baseplate surface. This may have happened at the time of primary surgery or could even be a subsequent phenomenon, perhaps connected to the traumatic accident, we cannot tell. This prevented the glenosphere from reaching full contact with the lateral surface of the conical connection and potentially allowed the glenosphere fixation screw to back out. Preliminary analysis performed by r&d shoulder manager: the x-ray confirms that the glenosphere dissociated from the glenoid baseplate and that the glenosphere securing screw exited its intended position within the glenosphere recess. The provided pictures of the explants show that the glenosphere has circular black markings on the convex backsurface, likely due to friction with the inner screw found to be unscrewed during the revision surgery. The possible reason for a mobilization of the inner screw is unknown and cannot be determined with the information at hand. The liner shows massive damage on the outer edge, possibly due to repetitive friction with the scapula. Additional items involved in the event, batch review performed on 09 october 2020 reverse shoulder system 04.01.0151 glenoid baseplate ø24.5x15 (k170452) lot. 175029. Lot 175029: (B)(4) items manufactured and released on 20-dec-2017. Expiration date: 2022-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Primary performed on the (B)(6) 2018. The patient has a traumatic accident 6 months ago ((B)(6) 2020) where he broke the fibula. On (B)(6) 2020 he was recovered in the hospital for alcoholism associated disease and was diagnosticated the prosthetic component dissociation. The poliaxial locking screw implanted had the locking head completely unscrewed. The main body of the screws was fully seated into the baseplate and well fixed. The surgeon substituted the glenosphere, the polyethene and the humeral methafisis 2 years and 4 months after the primary.